Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent an ipg replacement procedure. The patient wanted a new system per physician's suggestion. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.